Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the product code trending and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Trending analysis for the product code of "suspected positive bi" was reviewed from (B)(4) 2014 through (B)(4) 2015 and revealed a significant trend which was addressed through CAPA. Lot history review could not be performed as the lot number is unavailable. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The cyclesure® 24 bi was not returned; therefore, no visual analysis was performed. Retains evaluation could not be performed as the lot number is unavailable. An issue with sterrad® performance is unlikely as no issues related to the suspect positive bi were found. Multiple attempts to obtain additional information from the customer were unsuccessful. Insufficient information is available to determine the most probable cause. The issue will continue to be tracked and trended.

Event description:
The customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.